Event description:
N/a.

Manufacturer narrative:
Directlink module was returned for evaluation: DHR - the lot met specifications when released failure analysis - the module was cleaned with isopropyl alcohol 70% and visually inspected: no defect was noted. The module was inspected: no defect was noted. Root cause - no root cause could be determined as the technician could not confirm any problem with the device at the time of investigation. The possible root cause for the previous observations could be due to human misuse or due to an improper handling, at the time of investigation no function issues were noted.

Event description:
4 of 5 reports. Other mfg report numbers: 3013886523-2023-00271, 3013886523-2023-00272, 3013886523-2023-00273, 3013886523-2023-00275. A facility reported that after a successful implantation of cerelink sensors and after around 4 hours after implantation, the icp line shows zero and negative numbers between -10 and -47. They used 4 sensors, a new directlink module and they changed the quadhemo (interface used with draeger monitor). All were implanted correctly (directlink was green). Patient was monitored due to neurotrauma with expectation of high icp.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.